Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4193 implantable pacing lead, implanted (B)(6) 2004; 6947 implantable tachy lead implanted, (B)(6) 2004; 5076 implantable pacing lead implanted, (B)(6) 2004.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately sixm onths post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.